Event description:
An IV pump had been turned off. In these situations, the pump is suppose to auto-clamp. The patient was in the cardiac cath lab. Nurse looked at bottle with nitroglycerin in it and saw it bubbling. The patient had become hypotensive. She immediately clamped the line below where it was inserted in pump. After the line was clamped, the patient's bp stabilized again.